Manufacturer narrative:
Three photos were received by our quality team for evaluation. From the photos, a top web of batch 1356889 and a used end cap contaminated with blood was observed. However, the end cap defect could not be seen clearly from the photos returned. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. A project has been initiated to address this issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd venflon¿ pro safety needle protected IV cannula leaked from the white cap during use. The following information was provided by the initial reporter: "the white cap is leaking with blood - which is not suppose to. In this situation it was used by the paramediciners in a ambulance. So its a huge problem - there was blood where it was not meant to be."